Event description:
Consumer reported that the needles will not attach. Consumer said that he made several complaints for the same issue with other boxes and has received several replacements but the issue is not being resolved. He also stated that he was told that he must line up the needle with the pen before tightening the needle, but he said it is impossible to do that. Consumer had the same issue while using nano 2nd gen pen needles. A complaint was documented on sf(B)(4). Lot #: 3038612 catalog #: 320122 date of event: unknown samples: available

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: d3 (country type and country), h6 (type of investigation and investigation conclusions) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.